Event description:
A customer contacted beckman coulter, inc. (Bec) to report a fluid leak from hydropneumatics of synchron lxi 725 clinical system. There was no exposure to uncovered wounds or mucous membranes. No injury was reported. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
On (B)(4) 2011, bec field service engineer (fse) performed service on the instrument. The fse found both tubings, line #142 and line #117, on valve v2 were cracked, causing the leak. The fse replaced both tubes, primed and checked for leaks. No further leaking was noted by the fse. The fse verified repair per the established procedures. As of (B)(4) 2011, the customer has not contacted beckman with requests for further assistance for this issue. (B)(4).